Event description:
It was reported that while performing peritoneal dialysis, a patient had received a system error 2240 (air in set) alarm on a homechoice (hc) device during dwell one of three. There were no issues noted during priming. All of the solution bags were properly connected. It was stated that one of the solution bags was leaking. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was received for evaluation. Visual inspection, clear passage testing, and pressure testing were performed with no issues noted. A full therapy was run with the device with no issues noted. The reported issue was not confirmed. The cause could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.